Manufacturer narrative:
On july 8th, 2025, it was reported that the sensor broke into two pieces during removal on (B)(6) 2025. Per case notes, not all the pieces of the sensor were extracted. The rest of the sensor was successfully removed on (B)(6) 2025. A return material authorization (RMA) was issued for the return of the device for further investigation. However, the device was never returned. An image provided by the customer confirmed the event. The potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4. Date of this report 21 august 2025. G3. Date received by the manufacturer? 21 august 2025. H6. Health effect -impact code updated to 4624.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where hcp reported a broken sensor during the removal procedure. Event happened on (B)(6) 2025. According to the hcp, the sensor was extremely porous and broke into two pieces during the removal. The sensor had been implanted in the left arm. Vygon kit clamp was used for the sensor removal. Not all the pieces of the broken sensor were removed during the first removal attempt.the rest of the sensor was successfully removed on (B)(6) 2025.